Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on the date of the report, patient experienced low blood glucose and got into a car accident. She does not remember hearing the alert from the receiver. The patient was taken to the emergency room by an ambulance. She suffered a nosebleed and soreness throughout her body. At the time of her call to technical support, patient reported being in fine condition.